Event description:
During a polypectomy procedure, the physician used a wilson-cook acusnare polypectomy device. When the handle was manipulated, the snare drive wire became loose from the handle assmebly. The device was removed from the endoscope and no injury to the pt was reported.